Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Additional information received on 02/05/2020.

Event description:
It was reported that the there was a incorrect label information on the bd syringe 50ml ll tip 1ml. This had 2 occurences both prior to use. Verbatim: in invoice says hypermodic syringe 50 ml in physical product says 60 ml rejection by wrong description.